Event description:
It was reported that during the implant, a "small fuzz" was observed on the lead tip. The helix would not easily extend or retract. The lead was not used and other lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the lead was damaged at implant. The analyst also noted that no "fuzz" was visible on the lead tip at time of analysis. The lead has been cleaned and sterilized prior to time of analysis. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector.